Event description:
Complaint ID (B)(4).

Manufacturer narrative:
A MDR report (B)(4) from customer side regarding this event was received from FDA. It was confirmed within the MDR report that there was no harm to the patient. It was stated that no alarms were triggered and no air was visualized in the circuit. The patient is a female, 20 years old and with a weight of 75kgs. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA during treatment. It was reported that air was audibly in the centrifugal pump in the hls set. The air was not reaching the patient. A heart echo (tee) was performed at bedside with turbulent air noted in inferior vena cava (ivc). With decreased rpm diminished. No air was noted from customer in the infusion lines in the patient central lines. The hls set was replaced and no audible air in the centrifugal pump was audible, and no air was seen in the tee on repeat. No harm to any person has been reported, which was confirmed by the customer. New information was received where it is confirmed that the air was in the centrifugal pump and did not pass through to the oxygenator, therefore did not reach the flow/bubble sensor. As there was air within the pump during treatment and the hls set was replaced, a report is required. Complaint ID (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
The event occurred in USA during treatment. It was reported that air was audibly in the centrifugal pump in the hls set on (B)(6) 2025. The air was not reaching the patient. A heart echo (tee) was performed at bedside with turbulent air noted in inferior vena cava (ivc). With decreased rpm diminished. No air was noted by the customer in the infusion lines or in the patient central lines. The hls set was replaced and no audible air in the centrifugal pump was audible, and no air was seen in the tee on repeat. No harm to any person has been reported, which was confirmed by the customer. New information was received where it is confirmed that the air was in the centrifugal pump and did not pass through to the oxygenator, therefore did not reach the flow/bubble sensor. There was no pump stop. The circuit was wet primed on (B)(6) 2025 and the patient was connected to the circuit on (B)(6) 2025. As there was air within the pump during treatment and the hls set was replaced, a report is required. A MDR report ((B)(4)) from customer side regarding this event was received from FDA. It was confirmed within the MDR report that there was no harm to the patient. It was stated that no alarms were triggered and no air was visualized in the circuit. Patient data was shared as a 20 years old female with 75kg. The affected product was investigated in the getinge laboratory on 2025-12-05 with following conclusion: the reported failure could not be confirmed. During visual inspection no abnormalities were observed. The tubing and other accessories were not returned and could therefore not be taken into account in the investigation. Third party sampling lines were used by the customer. According to the instruction of use of the hls set it is mentioned that incorrect positioning of the cardiohelp can cause air permeation on the blood side of the hls module advanced. The cardiohelp must be positioned at a lever lower that the patient and secured close to the patient. The flow/bubble sensor must always be affixed on the arterial side of the set if you are using the cardiohelp-I. With an activated intervention, the detection of bubbles by the flow/bubble sensor triggers a pump stop. The production records of the affected product were reviewed on (B)(6) 2025. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed and no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported failure. Based on the results the reported failure "air entry in module" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.